Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the problem was caused by a defective image drive resulting in the imaging system being unavailable after reboot. In general, when the imaging system is not available the system enters bypass fluoro mode where continuous fluoroscopy with compromised image quality is available and the acquired scenes cannot be saved and reviewed. The full system functionality was restored after local service intervention. The image drive was exchanged by the local service engineer and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Resubmission of initial report as per FDA on 4/1/19.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that the bsr (bild system rechner, image system computer) was not ready and the equipment went down. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.